Manufacturer narrative:
(B)(4). Age or date of birth: 1951. Concomitant medical products: 00598801012 63226257 stem extension straight 12mm dia x 100mm length, 00599402212 62761763 articular surface with locking screw, 00598800127 77001990 tibial half block augment precoat. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00914, 0001822565 - 2019 - 05413, 0001822565 - 2019 - 05414.

Event description:
It was reported patient¿s knee was revised approximately two years post implantation due to pain. It was further noted that the stem was broken. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of the returned stem identified nicks and gouges and it is fractured. The returned stem was submitted for further analysis. Analysis determined shows axial wear marks suggesting a fretting initiated fatigue fracture as well as scuffs and scratches on the stem that were likely caused during removal. The material of the stem was found to be consistent with ti6-4 titanium alloy. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported patient underwent initial hip arthroplasty. Subsequently the patient was revised approximately two years post implantation due to pain and radiological signs of loosening of the tibial component. During explanation of the stem, it was found the device was fractured. Attempts have been made and additional information on the reported event is unavailable at this time.